Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified mid to distal left anterior descending artery. A 3.50mm x 15mm nc emerge balloon catheter was advanced for post dilation. However, shortly after pressurization began, the balloon ruptured. The procedure was completed with a non-boston scientific balloon. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified mid to distal left anterior descending artery. A 3.50mm x 15mm nc emerge balloon catheter was advanced for post dilation. However, shortly after pressurization began, the balloon ruptured. The procedure was completed with a non-boston scientific balloon. No patient complications were reported. It was further reported that during inflation, after reaching 12 atmospheres, the pressure dropped immediately.